Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the programmer was able to interrogate a device wireless and non-wireless using a known good rf head. It was also noted that the programmer floppy drive would not read disks. (B)(4).

Event description:
It was reported that on three occasions the programmer was not able to interrogate implantable heart devices. It was further noted that other programmers were able to successfully interrogate the devices. The programmer was returned for service. No patient complications have been reported as a result of this event.